Event description:
It was reported that a circumcision was performed with a gomco 1.3 clamp. Post procedure a 1/4 inch linear cut at right midpenis was noted with minimal bleeding. An area on the clamp was noted to be rough.

Manufacturer narrative:
Date code indicating age of clamp was not provided. Clamp has not been returned for evaluation. Gomco circumcision clamp instructions state the following: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described. Prior to each use, always insure that plate and bell (stud) are the same size. Prior to initiating the surgical procedure, you must insure that expected clamping function has been properly achieved. Use only component parts manufactured by gomco when assembling this device. Important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique.